Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. The inner dilator stretched and broke upon removal from the femoral artery during a bilateral lower extremity angiogram with possible intervention. While obtaining access in the common femoral artery, the user had to insert/advance the complaint device through two pre-existing stents. A stone-extractor was not used as previously reported. There has been no report that any part of the device remained in the patient, that the patient required any intervention or additional procedures, or that the patient experienced any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during a bilateral lower extremity angiogram with possible intervention, the inner dilator of a micropuncture transitionless stiffened cannula access set stretched and ¿broke¿ upon removal of the device from the femoral artery. While obtaining access, the complaint device was advanced through two pre-existing stents in the common femoral artery, one of which was a bare metal stent. There has been no report that any part of the device remained in the patient, that the patient required any intervention or additional procedures, or that the patient experienced any adverse effects due to this event. Investigation evaluation: reviews of the instructions for use and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record or complaint history due to a lack of lot information from the user facility. The instructions for use (IFU) cautions the user to not attempt insertion or withdrawal of the introducer if resistance is felt. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. The is no evidence that non-conforming product exists in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and results of the investigation, cook has concluded that procedural issues contributed to this incident. The device was advanced through two stents, one of which was a bare metal stent. It is possible the stents contributed to the separation of the device. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) number = although the device lot number, rpn, and gpn are unknown, possible 510(k)s are k171275 or k172980. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure involving an unspecified cook micropuncture access set, the inner dilator stretched while pulling the device back. Per the initial reporter, "the physician was advancing the stone extractor through two stents and when pulled back the dilator the inner dilator stretched out." Two stents were used during the procedure, one of which was a bare metal stent. Additional information has been requested to clarify the event details.